Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications:fractured hip stem at the neck.

Manufacturer narrative:
Upon reassessment of the reported event there was no complaint stated against this product. The initial report should be voided.